Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a small embolic event occurred. The lesion being treated was located in the left atrium. Post ablation, with a non-bsc ablation catheter. A small embolic event was noted and the patient experience transient symptoms during recovery. The embolism was confirmed via MRI. No treatment was given and the symptoms spontaneously resolved. The patient is fine and fully recovered.